Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working correctly. The insulin pump's bolus history was not correct. The insulin pump was not downloading correctly at the doctor's office. The customer was experiencing high blood glucose levels. She experienced a high blood glucose level of 500 mg/dl a few weeks ago. The customer treated her high blood glucose level with the insulin pump. The time and date were not correct. The device was not returned.